Event description:
It was reported that an interrogation observed a lead warning on the right atrial (ra) lead for high impedance trends. It was suspected that the ra lead may not have been fully re-seated into the header during a previous replacement procedure for the ventricle lead. The implantable pulse generator (ipg) device and ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4457 boston scientific competitor lead, implanted 2009 (B)(6). (B)(4).